Manufacturer narrative:
The device is unable to be repaired/inspected due to the age of the device.

Event description:
It was reported that the device failed the electrical safety test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device failed the electrical safety test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.